Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during bolus and basal delivery. She also stated it alarmed motor error. Customer was able to rewind the insulin pump. The customer had gone through 3 infusion sets. Blood glucose value is unknown. The customer declined troubleshooting for no delivery and stated the alarm was resolved by a complete set change.